Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. It was noted multiple episodes of emi/noise were identified. (B)(4).

Event description:
It was reported that the patient presented to the hospital after an alert had been triggered the day before. A device interrogation revealed that the number of sensing integrity counter (sic) had increased, triggering a lead integrity alert (lia), and the patient noted they had been using an electric sander at home at the time of the vs-vt event. Noise was confirmed in both the atrium and the ventricle, which are suspected to be due to the use of an electric sander. The device, right atrial (ra) lead, left ventricular (lv) lead and right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.